Event description:
The tps micro driver was sent in for service and it ran on its own while in safe mode during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.